Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation. The patient was given an allergy prescription from their physician. It was reported that the patient's irritation improved after using the prescribed medication.